Event description:
On (B)(6) 2012, the patient was undergoing treatment for cerebral infarction. The patient's aca was relatively tortuous and the blood vessel was stiff. The physician advanced the psc032 and the psc054 into the right aca (a2) as coaxial technique and began aspiration. The physician felt difficulty in getting the pss032 out due to the patient's stiff blood vessel and then the catheter kickback occurred. The physician applied the pss032 instead of guiding wire to correct the position of the psc032. When started using the pss032, extravasation occurred by the pss032 and the psc032. To arrest the hemorrhage, the physician administered protamine and performed coil embolization with four coils. This MDR is associated with MDR 3005168196-2012-00401.

Manufacturer narrative:
Results: there is a break in the wire 94.5 cm distal of the taper grind. The distal section of the separator was not returned. Conclusion: the complaint in this case was a patient injury and could not be confirmed by examining the returned devices. The damages seen were not mentioned in the complaint were likely the result of post incident handling when packaged for return. None of the damage seen was the cause of the patient injury. This patient injury was due to procedural technique and patient anatomy. Extravasation and hemorrhage known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.